Manufacturer narrative:
Other, two samples were received in used conditions. No damage was detected in visual testing. When inflating the units with air, it was seen that cuff inflated but a part was not uniformly. The cuff was manipulated and the whole cuff inflated. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that during a pre-use check the device cuff did not fully inflate despite significant air added and manipulation to it. No patient injury was reported.